Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified right popliteal artery. A 4.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilatation. However, during the first inflation at a nominal pressure for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.